Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer contacted customer with follow up phone calls to make sure the new replacement product is not displaying high results; unable to talk to customer. Most likely underlying root cause of malfunction: user's test strips are expired.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 130-160mg/dl fasting. Verified the strips expired 11/23/2015. Customer was advised to discontinue the use of the expired strips. Reviewed meter memory: 1:516mg/dl (B)(6) 2016 09:31:00 pm fasting:yes, 2:473mg/dl (B)(6) 2016 03:57:00 am fasting:yes, 3:86mg/dl (B)(6) 2015 10:14:00 pm fasting: no, 4:358mg/dl (B)(6) 2015 08:29:00 pm fasting:no, 5:128mg/dl (B)(6) 2016 12:19:00 pm fasting:no. Customer is concerned with all results from memory 516, 473, 86, 358 and 128mg/dl. Customer was experiencing symptoms of dizziness, shortness of breath and agitation last saturday according to customer on (B)(6) "216" at around 9 am fasting and customer's son took her to (B)(6) because customer had bronchitis and also because her diabetes was not being managed well. Customer took her true balance meter to the ER and received a result of 516 mg /dl that customer consider high for her. Customer also stated that using another meter in the ER her reading within a few minutes apart was in the 300's levels . Customer reports having symptoms of tachycardia and dizziness when she received this result of 516 mg /dl . Customer was admitted and received treatment a bronchitis for her diabetes .customer spent about 6 days at the ER and was discharged yesterday, customer does not remember specifically her results upon discharge but reports results in the 200's and 300's levels. Customer also reports receiving results of 30, 32 and 40 mg/dl around 3 am in the mornings a couple of months ago but did not require medical attention at that time.